Event description:
Boston scientific received information that this implantable defibrillation lead exhibited pacing impedance measurements of 2.071 ohms. All other lead diagnostics were acceptable and all measurements were stable. It was reported that the helix appeared to not be fully extracted. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available this report will be updated.